Manufacturer narrative:
The device will reported not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal had a hole in it, which caused some blood to leak from the aorta. Blood was leaking from the center of the seal. The exact amount of blood is unk, but it was minimal, as the surgeon immediately removed the seal, put his finger over the hole and deployed a new seal, which worked fine, right away. The pt did not require a transfusion. The replacement unit was used to complete the procedure. The hospital did not report any pt effects. The lot number is unk. The product was discarded.